Event description:
A customter observed a negatively biased potassium pt sample result. The true value of the sample was determined following repeat testing of the sample using the same analyzer and two additional analyzers. The negatively biased result was not reported to the physician. The magnitude of the negatively biased result could have resulted in inappropriate treatment. There was no report of pt harm as a result of this event.